Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Event description:
It was reported that on (B)(6) 2013, during a transforaminal posterior lumbar interbody fusion procedure, the tip of the intervertebral disc shaver broke off while surgeon was turning the instrument. The tip of the shaver lodged in the disc space between l2-s1. Surgeon was able to retrieve the piece from the patient and used another device that was readily available in the or. Procedure was completed without negative impact on patient. There was no injury to patient reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Envision manufacturing inc. Manufactured the intervertebral disk shaver 9mm, part 389.769, and synthes lot number 4530152, supplier lot 7260. The suppliers certificate of compliance indicates the parts were manufactured to part 389.769, revision c. The parts were made to the correct material requirements, and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet. There were no non conformities or complaint related issues with this complaint. The material of the part was confirmed to be correct. The part conformed to dimensional specifications at the time of manufacturing and passed inspection requirements at synthes incoming inspection. This family of shavers can assist in the preparation of the disc space for opal peek and t-pal spacers and allograft solutions. As stated in the plif technique guide, (B)(4), the intervertebral disc shavers assist in the removal of nucleus pulposus and the superficial layers of the cartilaginous endplates. Since the paddle of this shaver broke, the shaver in this complaint experienced torque close to 11.24 nm. This torque was a result of using this instrument outside of the intended use. The design risk assessment is adequate for the intended use.